Event description:
The patient was placed in the prone position on the CT table and a limited CT of the thoracic spine was performed to localize the irregularity of the t3-t4 disc space. A cutaneous site in the right back was marked and the area was prepped and draped and anesthesized with 1% lidocaine. A 20 gauge, 9 cm franseen needle was advanced via a right paraspinal approach into t3-t4 disc space. No fluid could be aspirated. When withdrawl of the needle was attempted, the plastic hub separated from the needle. The superficial aspect of the needle was imbedded in the right posterior back musculature and could not be retrieved. The procedure was terminated at this point. A surgical consult was obtained with plans made for surgical retrieval of the needle.